Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose went over 600 mg/dl. Customer's current blood glucose is 87 mg/dl. Customer treated with injections and a bolus. Customer declined to check for possible site or insulin issues. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change. Customer stated that she changed the infusion set because she had 2 or 3 high blood glucose in a roll. Customer stated that when she changed out the set, there was a black ring on her skin. Customer did not feel that afternoon and her blood glucose was over 600 mg/dl when she checked. Customer stated that she changed the infusion set again and this time, the cannula was bent over like a hook.